Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. (B)(4).

Event description:
A customer reported approximately one month following the implant of a micro-stent, the device was removed and replaced with another device approximately one month following implant because the retention rings were visible and the device was being rejected. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of migration and explant; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. (B)(4).